Manufacturer narrative:
(B)(4). Method: the complaint rt380 circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. The returned device was visually inspected. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked along its length. Conclusion: we were unable to determine what has caused the collar to crack. The hospital informed us that the subject circuit passed the ventilator leak test prior to patient use. They further reported that leak occurred after one day of use. We can therefore conclude that while damage was found to the circuit after a day of use, it was originally functioning correctly. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported that damage occurred to the expiratory limb connector of an rt380 evaqua2 adult breathing circuit after one day of patient use. No patient consequence was reported.